Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and debris on the lens. Visual inpsection found the lens haptic torn and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry with residue/debris on the lens. Visual inspection found the lens haptic broken. Dimensional inspection found the lens within specifications. Corrected data: h6 - 3191: lens exchange should be corrected to 4627 lens explant. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Should have been included. Claim#: (B)(4).

Manufacturer narrative:
PMA/510k-the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, diopter -11.5 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with an artisan lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.